Manufacturer narrative:
This supplemental report is to advise that upon further review this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Device evaluation determined a cut on the cable. Root cause of the cut cable failure is unknown. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that during an asset return inspection a cut on the cable was observed. There was no patient involvement on this event reported. No user injury reported.